Event description:
The patient had been admitted from an outside hospital due to a subarachnoid hemorrhage. She had a ventriculoperitoneal (vp) shunt placed due to increasing hydrocephalus. Post placement, the patient's ventricles continued to increase in size (visualized by serial CT scans) and she experienced mental status changes. On tapping the shunt, the proximal catheter worked well. However, the distal runoff was sluggish. The decision was made to take the patient back to the operating room for vp shunt revision. The shunt valve was clotted and was returned to the manufacturer.====================== manufacturer response for shunt valve, codman valve chpv in line with siphonguard (per site reporter).====================== representative took device.